Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire insulation at the yaw pulley. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on three out of three attempts. There were no signs of thermal damage.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had broken or loose cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no issues with the maryland bipolar forceps instrument during the last procedure, and there was no patient injury.